Manufacturer narrative:
This report is for an unk - plates: lcp clavicle plate/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investiga. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of the following journal article: zhang d et al. (2021), short-term follow-up of elastic intramedullary nail and plate in the treatment of displaced middle clavicle type b fracture, chinese journal of tissue engineering research, volume 25, page 3860-3864 (china) the objective of the study is to compare the efficacy of elastic intramedullary nail and plate fixation in the treatment of displaced middle clavicle type b fracture (ao classification: 15.2b). From november 2017 to october 2019, 28 patients with type b fracture of the middle clavicle receiving treatments were included in the study. There were 18 males and 10 females with ages 19 - 65 years. They were divided into 2 groups according to the different internal fixation methods: the 15 patients in the control group were treated with open reduction and plate internal fixation, and the 13 patients in the observation group were treated with closed reduction (including 5 patients assisted in treatment using a small incision) and elastic intramedullary nail internal fixation. For the control group, patients were implanted with an unknown synthes clavicular anatomical locking plate. For the observation group, the patients were implanted with an unknown synthes titanium elastic plate. After the operation, the 2 groups were given the same rehabilitation training plan. A sling was used for fixation for 2 or 3 weeks. The patients could carry out pendulum like movements and passive movements with aid; the patients were allowed to carry out weight-bearing activities when the x-ray showed formation of bone callus. Both groups were followed up for 8 - 24 months, with an average of 16 months. Complications were reported as follows: control group: 6 patients had incision numbness. 4 patients had the plate removed at 8 - 12 months after the operation due to skin irritation. Observation group: 2 patients had incision numbness. 5 patients had the elastic intramedullary nail removed at 6 - 10 months after the operation due to skin irritation. This report is for one (1) unk - plates: lcp clavicle plate. This is report 1 of 2 for complaint (B)(4).